Event description:
It was reported that the mesh screen on the tip of the wand fell off into the patient. The piece was retrieved successfully. No additional incisions were required in order to retrieve the piece. There was no patient injury, medical intervention, and extended procedure time reported was minimal and no risk. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection confirmed the mesh suction plate was missing. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root cause for the reported event is too much force being applied to the device during use. The instructions for use states: "careful handling of the instruments is necessary to avoid damage or breakage as a result of excessive force." The reported event will continue to be monitored through post-market surveillance.